Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had rising total bilirubin(t.bili) and lactate dehydrogenase (ldh) levels as well as micro-hemoglobinuria. These were thought to be likely physiologic in etiology in the setting of right sided congestion. The customer requested a closer assessment of the lvad power consumption. A review of the log files revealed some intermittent increases in power between 1 (B)(6) 2021 at 0901 and (B)(6) 2021 at 0843. This appeared to be related to the pulsatility index (pi) events and the 800 rpm difference between the set speed of 5200 rpm and the low speed limit (lsl) of 4400 rpm. For the remainder of the log file the difference between the set speed and lsl was reduced to 200 rpm and the power became more stable.

Manufacturer narrative:
Manufacturer's investigation conclusion. A direct relationship between the device and the reported elevated lactate dehydrogenase (ldh) and hemoglobinuria could not be conclusively determined through this investigation. A specific cause for the reported events could not be conclusively determined. It was reported that the patient¿s total bilirubin (t.bili) and lactate dehydrogenase (ldh) levels were rising, and they had micro hemoglobinuria. Per the account, no further information is available at this time. Log files were submitted for review, which captured routine events. Transient pi events were observed throughout the log file, resulting in momentary decreases in speed per design. The pump power did not elevate significantly from baseline. The pump appeared to function as intended and operated at the set speed for the duration of the files. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of this IFU, ¿introduction¿, lists hemolysis as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿, provides information regarding the recommended anticoagulation therapy and inr range. The relevant sections of the device history records for (B)(6).were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 12oct2021. No further information was provided. The manufacturer is closing the file on this event.